Manufacturer narrative:
Tandem¿s t:slim user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. There was no reported impact to blood glucose. Reportedly, the customer sometimes refilled the cartridge and reloaded the cartridge to address the event.